Event description:
It was reported that a catheter issue occurred. Around 2023, an unspecified stent was implanted in the iliac artery. No inadequate stent expansion was observed. On (B)(6) 2025, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross peripheral imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, an unknown guidewire, a strut of the iliac stent, and the opticross catheter became stuck and were forcibly pulled, which resulted in the detachment of the opticross tip marker. The marker was not removed and remained inside the body. The physician believed that the separation occurred due to excessive pressure applied against the lesion, which caused the wire to loosen and become stuck. The procedure was completed with another of same device. The patient had no particular problems after the procedure.

Manufacturer narrative:
E1: initial reporter city - (B)(6).

Manufacturer narrative:
E1: initial reporter city - (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed that the telescope was cut, the sheath was kinked, the imaging window was bent, and the tip was stretched, torn and detached. The distal section of the tip was not returned for analysis.

Event description:
It was reported that a catheter issue occurred. Around 2023, an unspecified stent was implanted in the iliac artery. No inadequate stent expansion was observed. In (B)(6) 2025, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An opticross peripheral imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, an unknown guidewire, a strut of the iliac stent, and the opticross catheter became stuck and were forcibly pulled, which resulted in the detachment of the opticross tip marker. The marker was not removed and remained inside the body. The physician believed that the separation occurred due to excessive pressure applied against the lesion, which caused the wire to loosen and become stuck. The procedure was completed with another of same device. The patient had no particular problems after the procedure.